Manufacturer narrative:
Unit was not received stuck in the manufacturing mode. Unit was received with operating currents within specification. Unit passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected low battery alarms or over heating battery or battery tube was noted during testing or found at the downloaded insulin pump history. The power management tool confirms the unloaded voltage(ul vlith) and loaded voltage (loaded vlith) are within specifications. No burned components were found per visual inspection. However, traces of corrosion found at the battery tube. Unit was received with minor scratched display window and case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 200 mg/dl at the time of the incident. The customer reported receiving replace battery alarm, when the customer did the cap flew off and the battery was hot. The customer states the battery was crack. Customer was assisted with trouble shooting. The battery and battery compartment were both over heated and leaked chemicals. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.